Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A femoral angiogram was not performed. The instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other starclose se device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a starclose se device with a 6f sheath after an interventional procedure. Arteriotomy closure of the left common femoral artery (lcfa) was attempted using a starclose se device with a 6f sheath after an intra-aortic balloon pump procedure. Femoral angiogram was not performed. The access sites were moderately calcified. Reportedly, after the clips were deployed, the starclose devices could not be removed from the anatomy. The safety release mechanism was used to collapse the vessel locator wings but there was still resistance with removing the device. After pulling harder the device was removed. The same issue occurred in both the rcfa and lcfa access sites. Hemostasis was achieved in both rcfa and lcfa access sites using the starclose clips and manual arterial compression. After removal from the anatomy, the starclose devices were examined and it appeared that the vessel locator was not completely collapsed. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The reported access port retraction problem could not be confirmed as the device was returned with the thumb advancer retracted via the access ports and the vessel locator wings wings fully collapsed during device testing. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported difficulty to remove and access port retraction problem could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.